Event description:
It was reported that the patient is experiencing rash and irritation from the 63b electrodes. The patient tried all the 3 different pads but is still having a problem. She was developing an awful rash that burns and itches with small blisters. The irritation spread farther than under the electrodes. The patient states that it is unbearable and takes about a week to heal. She tried using it for shorter times working up from 2 hours to 6 hrs. The patient changed and rotated electrodes daily and performed the time test with 63b electrodes. The patient does not have sensitive skin and no allergies. The patient takes blood pressure medication. The patient spoke with a staff member from the doctor's office who said he would like her to try and continue treatment even if it was only 2 hours per day. The patient told him she could not tolerate it. The patient will return an example of 63b electrodes lot# 025401 along with the spinal pak assembly sn# (B)(4). It was later reported by the patient that her rash wouldn't clear up and spread. The patient reported that she went to a dermatologist who prescribed a steroid cream. The patient stated that her skin is mostly healed and she does not want to be contacted by our company anymore. No additional patient consequences have been reported.

Manufacturer narrative:
Zimvie complaint (B)(4). Date of event: the event occurred sometime on (B)(6) 2022. Medical product: unknown. Therapy date: unknown. Customer has indicated that the product is in process of being returned to zimvie for investigation. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient is experiencing rash and irritation from the 63b electrodes. The patient tried all the 3 different pads but is still having a problem. She was developing an awful rash that burns and itches with small blisters. The irritation spread farther than under the electrodes. The patient states that it is unbearable and takes about a week to heal. She tried using it for shorter times working up from 2 hours to 6 hrs. The patient changed and rotated electrodes daily and performed the time test with 63b electrodes. The patient does not have sensitive skin and no allergies. The patient takes blood pressure medication. The patient spoke with a staff member from the doctor's office who said he would like her to try and continue treatment even if it was only 2 hours per day. The patient told him she could not tolerate it. The patient will return an example of 63b electrodes lot# 025401 along with the spinal pak assembly sn# m24331. It was later reported by the patient that her rash wouldn't clear up and spread. The patient reported that she went to a dermatologist who prescribed a steroid cream. The patient stated that her skin is mostly healed and she does not want to be contacted by our company anymore. No additional patient consequences have been reported.

Manufacturer narrative:
Corrections - b4: date of this report added, d3: manufacturer address and email address, d4: lot number, d4: UDI, g1: contact office and manufacturer site, g3, g6: report type. Additional information - d9: device available for evaluation and returned to manufacturer date, g3, h2, h3, h4: device manufacture date, h6: impact code, method, results, and conclusions, h10: additional narrative, h11. Review of the information provided by the customer and along with findings from the investigation, indicate there are no systemic issues with the product or lot. Therefore, the bill of materials (boms), material certifications, master labels, and product drawings were not requested or pulled during this investigation. The approved suppliers were not contacted, and the product was not pulled from stock for evaluation. No physical and/or functional condition could be found after review of the certificate of conformance that could be considered a causal factor for the reported complaint. The reported claim could be associated with a side effect/clinical condition of the patient which is unknown. The reported condition is related to clinical factors beyond the scope of the device investigation covered in the complaint investigation as part of the manufacturing review. Issue evaluation ie-00840 was initiated to investigate the received complaints of irritation/rash developed from the electrodes/cover patches. Hhed-10-2017-001 evaluated the risk to the patient. Therefore, no further actions are required at this time. This complaint will be tracked and trended per sop 114.0.2 bht complaint trending procedure for any adverse trends that may warrant further action. Highridge medical will continue to monitor for trends. This device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.